Manufacturer narrative:
Corrected data: an event regarding fracture of the patella involving a triathlon patella was reported. The event was confirmed by medical review. Method & results: -device evaluation and results: not performed as product was not returned, it remains implanted. -medical records received and evaluation:the provided medical records were reviewed by a consulting clinician who indicated: "x-ray printouts available for review include a series dated december 8, 2016, which is an ap and lateral of the left knee and an ap leg length of the left lower extremity. These demonstrate a cemented left total knee arthroplasty with components in nominal position with a comminuted patellar fracture with minimal displacement with the patella apparently tracking nominally. No serial x-rays and no documented symptoms relative to x-ray findings available. There is no evidence that factors of related to component design, manufacturing or materials were responsible for this x-ray finding which is not associated with symptoms and, therefore, requires no treatment." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Medical review has indicated that "x-ray printouts available for review include a series dated december 8, 2016, which is an ap and lateral of the left knee and an ap leg length of the left lower extremity. These demonstrate a cemented left total knee arthroplasty with components in nominal position with a comminuted patellar fracture with minimal displacement with the patella apparently tracking nominally. No serial x-rays and no documented symptoms relative to x-ray findings available. There is no evidence that factors of related to component design, manufacturing or materials were responsible for this x-ray finding which is not associated with symptoms and, therefore, requires no treatment." Further information such as operative reports as well as patient history (including patient activities) and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
"Patient had no complaints regarding his knee, but the investigator (surgeon) reviewed the 5 year study visit x-rays (taken (B)(6) 2016) and noticed the issue. Patient was notified but declined any further formal review." Update: "patella implant that fractured." Update: per medical review, it was the patients' bone that fractured.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Not returned.

Event description:
"Patient had no complaints regarding his knee, but the investigator (surgeon) reviewed the 5 year study visit x-rays (taken (B)(6) 2016) and noticed the issue. Patient was notified but declined any further formal review." Update: "patella implant that fractured."